Manufacturer narrative:
Device evaluation: the lens was returned dry, in lens vial, with residue on lens. Visual inspection found no visible damage to the lens. Claim#: (B)(4).

Manufacturer narrative:
Brand name: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated a cc4204a collamer single piece lens, +20.0 diopter, was noted to be torn by the technician while loading and there was no patient contact. A backup lens was implanted. The reporter was unable to report any additional information.